Event description:
Boston scientific received information that when the patient with this implantable cardioverter defibrillator (ICD) was seen in (B)(6), the ICD was functioning normally. However, during a recent patient follow up, the ICD was unable to be interrogated. The programmer displayed the message that the telemetry wand was out of range each time interrogation was attempted. In addition, no tones were emitted when a magnet was applied to the device. Several troubleshooting methods were performed, but interrogation was still not successful. This ICD is part of the subpectoral implant advisory communicated on (B)(6) 2009 and it is implanted under the pectoral muscle. No adverse patient effects were reported and this patient is not pacemaker dependent. Boston scientific technical services was contacted for further assistance. A ts consultant discussed the advisory behavior. It was also discussed that the ICD should be considered non-functional and to consider explanting and returning it for laboratory analysis.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return and a memory download was unable to be performed. The device header was found to be intact and x-rays of the device did not reveal any irregularities. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
The physician is planning on explanting the ICD and requested more information on the advisory. Once the ICD is explanted, returned and analysis completed, this report will be updated.

Event description:
---

Manufacturer narrative:
This is a corrected report being submitted to contain the updated iimplant/explant date.